Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported the patient experienced syncope. It was also reported there was a sensing and detection problem; there was a delay in detection of a ventricular fibrillation episode, which was due to an unexpected heart rhythm with left to right decoupling. Re-programming was performed, which was followed by removal and replacement of the device and lead. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received reporting the device under-sensed some signals which was due to bandwidth filtering of low amplitude signals and the sensing integrity counter increase was due to sensing of physiologic signals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that all three conductors (distal,proximal and rv) were removed to perform closer visual inspection, no anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.